Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the basal history shows on (B)(6) 2013 at 21:17 a 0.00 unit basal program was activated. The pump continued to run on 0.00 unit rate until (B)(6) 2013 at 01:20 when the program changed to 0.825 unit. The pump was exercised for 24 hours at 1.0 unit per hour basal program; no changes in the basal rate occurred and no issues occurred. A 10 unit audio and 10 unit normal bolus were performed and were accurately recorded in the pump history. Unrelated to the complaint, the black box revealed evidence of time/date reset to factory settings. The pump was opened and the internal battery was found to be leaking. The alleged basal rate issue could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient stated that the pump fell, and ever since then she hasn't felt as if the pump is delivering basal rates. The patient stated that every few minutes the pump will make a sound and vibrate, but when she checks the basal history, it shows basal is not delivering. The patient confirmed that the basal settings are correct. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.